Event description:
Customer reported that he keeps getting the message to replace the battery because it is at 0 percent. Customer has changed the battery 3 times in the morning and issue recurs. Customer receiving off no power alerts and each time a communication error alarm as the device was resetting. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.